Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation using 2 rods on each side at t7-l4. On an unknown date in may, post-op, the patient presented and complained of severe pain. The patient then reported that on (B)(6) 2020, she heard a clicking sound from her back. When checked, it was found that the rod on the left side was broken between t12 and l1. The rod on the right side had already broken previously; and this time the left side rod was also found broken. Hence, spinal fixation and rod replacement were performed. The rod was replaced with another cocr rod and crosslink was placed. After the revision surgery, symptoms such as paralysis were not found on the patient.